Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (mrca) with 90% stenosis, moderate calcification and mild tortuosity. The 3.0x12mm nc trek neo balloon dilatation catheter (bdc) had resistance during advancement with the anatomy and was inflated once at 10 atmospheres but ruptured. There was no resistance during removal. Another non-abbot balloon and stent were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.